Event description:
During service testing, the baxter technician reported an infusion pump with a failure code 12:303:984. Per service shop, the hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 12:303 was confirmed by the baxter repair technician. The failure was determined to be a faulty user interface mechanism printed circuit board in the pump head module assembly, which was replaced and tested by the technician. Review of complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA, which was opened on january 28, 2005, which is in the implementation stage.